Event description:
It was reported that a patient experienced a possible infection coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The possible infection was manifested by stomach pain. The patient was hospitalized for the event. It is possible that the infection could have been a peritonitis event; however, this was not medically confirmed. Treatment and outcome of the event was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.